Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that the patient underwent a pph procedure. The operative report indicates that the stapler removed ¿an adequate portion of tissue posteriorly; however, there was a good amount of redundancy left anteriorly.¿ another stapler was fired and the surgeon noted ¿removing a circumferential piece of rectal mucosa.¿ the patient was discharged home the same day, but re presented on post op day 3 with pain and blood oozing from his rectum. He underwent a rectal exam four days later, where the doctor noted ¿oozing from the staple line in the 3:00 and 8:00 positions.¿ this was repaired with sutures, and patient was discharged two days later. It is further reported the patient continues with issues of incontinence.